Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported approximately one week post the implant of an implantable pulse generator (ipg) system, that they were experiencing a burning sensation and pain. They remarked that they do not have the flesh they used to have and was told that they would feel it a lot more that someone who is bigger. The patient also mentioned that they were wearing their smart phone and thought they had it close to their pacemaker and if this would cause electric magnetic interference as well as other household electrical objects. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.